Event description:
The customer reported a precharge voltage error. This error will prevent the system from booting, resulting in a loss imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.